Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during on-site visit. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Review of the provided device's logs confirmed customer allegation. The event log confirms occurrence of several clinical alarms, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms: expiratory minute volume: low, vt insp. Overrange, respiratory rate: high, paw high, inspiratory flow overrange and regulation pressure limited are indicating that there is an issue with delivering of the set volumes. The cause of the claimed issue in this customer product complaint has not been determined, as the source of the issue is unknown.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with the volumes. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.